Event description:
A customer contacted beckman coulter inc (bci) reporting that the hi pressure was too high, the no foam line was leaking, and that the wash concentrate was leaking on the unicel dxc 800 pro synchron chemistry analyzer. The customer knocked off the no foam line and the wash concentrate reagent bottle had leaked. No injury or operator exposure was reported for this event.

Manufacturer narrative:
Customer corrected both issues. Customer technical support had the customer go into diagnostics ans adjust the pressure, and this resolved the pressure issue. Service was not dispatched for this event.